Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Document review of fmea (product/process) was conducted and no changes required. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action taken. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the device is leaking during use. Per the customer, it appears that the air is leaking from the tubing which doesn't allow the device to function as intended. No pt injury.